Event description:
The customer contacted physio-control to report that their device did not hold a charge. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related. Physio-control contacted the customer and no known impact or consequence to patient was reported.

Manufacturer narrative:
Correction: labeled for single use of initial medwatch report 001 indicates: yes labeled for single use of initial medwatch report 001 should indicate: no additional information: physio-control evaluated the device and the reported issue was not verified or duplicated. It was found that the device with disarmed multiple times with a button press. The cause was likely use error as the user kept disarming the charge. The device passed functional and performance testing and was returned to the customer.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not hold a charge. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related. Physio-control contacted the customer and no known impact or consequence to patient was reported.